Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device was connected with patient with critical medication and found switched off with soft alarm and all the medications were fully stopped. Patient was on medication includes norepi, epi and milrinone. The medications were transferred to spare pumps immediately when the staff noticed and the pressure was dropped to 55 systolic. Bp got stabilized with spare pumps medication. There was serious injury to the patient.

Event description:
It was reported that the device was connected with patient with critical medication and found switched off with soft alarm and all the medications were fully stopped. Patient was on medication includes norepi, epi and milrinone. The medications were transferred to spare pumps immediately when the staff noticed and the pressure was dropped to 55 systolic. Bp got stabilized with spare pumps medication. There was serious injury to the patient.

Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.